Event description:
It was reported that the device's downstream occlusion senor seal was delaminated, and it was found out during testing.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported that the customer reported complaint was confirmed. It was found that the downstream occlusion(dso) seal was ripped and the upstream occlusion(uso) seal was buckling. Both the dso and uso seal was replaced.